Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/liquid crystal display keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion and prime/compromised force alert or verify excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump was not delivering. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump¿s motor was massing during prime. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.